Event description:
Customer reported frozen screen during treatment. Operator inadvertently pressed "confirm" to confirm a positive access pressure for the treatment. Confirm treatment re-appeared a second time and unable to get out of this screen despite trying to create another alarm to override. Customer has to turn the machine off, discard set and commence prime with a new set again.